Event description:
It was reported that the insulin pump alarmed button error, experienced a battery out limit and an unresponsive keypad. The blood glucose reading was 115 mg/dl. The customer states that the insulin pump may have been exposed to moisture because they sweat a lot. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly or traces of moisture to the electronic or motor assemblies were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).